Event description:
Per the clinic, the patient experienced migration of the receiver/stimulator and the electrode (specific date not reported). The patient was placed under general anesthesia on (B)(6) 2023, in order to explant the device. The patient was re-implanted with another cochlear device during the same surgery. The patient was also treated with IV steroid (specific duration not reported) for the cyst on top of the implant.